Manufacturer narrative:
Product ID neu_stimloc_acc; product type accessory product ID neu_stimloc _acc; product type accessory product ID 3389s-40, lot# va0xu00, implanted: 2015 (B)(6); product type lead product ID 3389s-40, lot# va0xu00, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
A company representative reported that the patient's stimlocs were about to erode and they were both replaced. The location of erosion noted was the head area. There was no sign of infection. The patient was doing well and receiving therapy. The indications for use for this patient were parkinson's dual and movement disorders.